Event description:
It was reported that there were air bubbles in the reservoir and/or tubing. The blood glucose reading was 81 mg/dl. Upon troubleshooting, it was found that the customer followed proper protocol. The caller stated that the air bubbles occurred 24 hours after the fill process. The customer advised that a new reservoir would be used and monitored. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.